Event description:
It was reported to philips that the sibbox unit failure caused geometry movements to be unavailable on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the sibbox unit and reconfigured the system interface. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).